Event description:
It was reported that the PICC groshong (valved) presented blood reflux, the PICC was lost due to obstruction.

Manufacturer narrative:
The complaint of blood reflux was likely caused by the hole in the catheter, which is confirmed as use related stylet damage. The product returned for eval was one 3fr single lumen groshong catheter. The sample was returned with the two-piece connector attached. Adhesive residue was observed throughout the luer adaptor. The catheter contained visible depth markings up to 15cm. After decontamination process the sample was found to be patent to infusion with a leak emanating near the distal end of the catheter. Microscopic examination of the leak site revealed a small round hole in the catheter material located 1.9cm from the distal end. The fracture edges were slightly irregular and the fracture surface was dull and granular. The hole appeared to be similar in size to the distal tip if the stylet associated with this product. Given the location and characteristics of the damage, it appears the distal tip of the stiffening stylet punctured a hole in the catheter material. This type of damage can occur when the catheter is not pre-flushed prior to placement, causing the catheter tip to not stiffen and become prone to folding during which the stylet is likely to pierce through the catheter at this region during placement. The IFU for this device provides adequate instruction for pre-flushing before catheter placement.